Event description:
Additional information was received from a healthcare professional (hcp). It was updated that the patient had increased low back pain since the mva on (B)(6) 2019, even after increased opioid regime. Imaging was performed on (B)(6) 2019, which yielded normal results. The clinical diagnosis was updated to be uncomfortable stimulation and increased back and leg pain. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275; lot#: serial#: (B)(6); implanted: on (B)(6) 2015; product type: lead; product ID: 977a275; lot#: serial#: (B)(6); implanted: on (B)(6) 2015; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was resolved without sequelae as of (B)(6) 2019.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 23-jun-2019, UDI# (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 26-oct-2019, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was involved in a motor vehicle accident (mva) on (B)(6) 2019 and had uncomfortable stimulation with position changes since the mva. It was noted the event was possibly related to the device or therapy and was not related to the implant procedure. The hcp noted the results of the diagnostic testing was ½ electrode space movement. The hcp noted the device was reprogrammed on (B)(6) 2019 and the event was ongoing. There were no further complications that have been reported as a result of this event.